Manufacturer narrative:
(B)(4). The customer reported that the device did not store the complete event in the internal memory. The customer also stated that device behavior did not impact patient outcome. Philips evaluated the device and confirmed the reported symptom. The internal memory card was replaced to resolve the issue.

Event description:
The customer reported that the device did not store the complete event in the internal memory.